Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: (B)(4) the device was returned and analyzed. The primary analysis finding noted device set screw was loose/detached. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. The primary analysis finding noted no anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead was unable to be placed into the targeted vein. The lead was not implanted and was replaced with a competitor¿s lead. It was also reported that during implant, there was difficulty inserting the lead in the connector. One the connection was made, high impedance was tested. The setscrew was unscrewed to re-insert the lead, but it was impossible to screw back in. The physician decided to use another device, but the same exact issue occurred with the second device. Both devices were not implanted. A competitor¿s device was implanted instead. No patient complications have been reported as a result of this event.